Event description:
It was reported that this pacemaker exhibited an out of range right ventricular (rv) pace impedance measurement of 2005 ohms resulting in an automatic safety switch from bipolar to unipolar pacing. Technical services (ts) recommended reprogramming options. This device remains in service. No adverse patient effects were reported.